Event description:
The pt reported feeling numbness in the hands, and pain where the tips of the leads are located. The symptoms began following implant. The pt remained at home, and was aware of stimulation on/off options until the device could be checked by the hcp. Add'l info has been requested from the hcp, but was not available on the date of this report. See MFR report # 60000153200801267.